Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose and bent cannula on (B)(6) 2019 with blood glucose of 566 mg/dl. Customer¿s high blood glucose value of 449 mg/dl at the time of incident. Customer stated that the insulin pump was not alerting due to this reason they were in emergency room. The customer experienced symptoms such as nausea, thirst and ketones. The customer was treated with intravenous fluid and insulin. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer continued with the troubleshoot for the bent cannula. Customer was performed high performance test and it gave alarm. The device will not be returned for analysis.